Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(6); batch: 528758.

Event description:
It was reported that the lead was poking through the spine area and under the patients skin. The patient also noted discomfort at the implantable pulse generator (ipg) site. Imaging was taken which showed that the lead migrated. The patient underwent a revision procedure wherein the lead was repositioned, the ipg was replaced and the pocket site was relocated. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.